Manufacturer narrative:
Investigation: one open 30g x 5mm safety pen needle sample was returned from lot no. 8284798, cat. No. 329605. Visual examination of the returned sample was carried out and it was observed that the sample was activated. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that bd autoshield¿ duo safety pen needle was unable to deliver insulin. The following information was provided by the initial reporter: I come to you because we had a problem with a pen needle, reference 329605 lot 8284798 expiry 11/2021. At the time of the injection, the needle retracted and a certain amount of insulin was dispersed on the patient's skin: the nurse did not know how much insulin had been administered to the patient. She kept the sample involved.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd autoshield¿ duo safety pen needle was unable to deliver insulin. The following information was provided by the initial reporter: I come to you because we had a problem with a pen needle, reference 329605 lot 8284798 expiry 11/2021. At the time of the injection, the needle retracted and a certain amount of insulin was dispersed on the patient's skin: the nurse did not know how much insulin had been administered to the patient. She kept the sample involved.